Event description:
It was reported that during the procedure, pre-dilation of the lesion was performed with a non-abbott balloon dilatation catheter, with one inflation to 4 atmospheres (atm), then one inflation to 6 atm. A 2.5x15 rx xience prime stent system balloon was inflated slowly to 4, 5, then 6 atm, with pressure held for 15 seconds, deploying the stent in the mildly calcified, 90% stenosed, concentric, de novo lesion, located in the non-tortuous mid left anterior descending artery. Post stent deployment , the rx xience prime stent delivery system (sds) balloon was difficult to withdraw from the deployed stent, although the balloon was completely deflated prior to attempted withdrawal from the stent. The balloon was re-inflated four times, to 8, 8, 6, then 12 atm, followed by 30-second balloon deflation. The rx xience prime sds was ultimately angiographically confirmed to have deflated, then was removed from the stent and withdrawn from the anatomy without the use of excessive force. There were no adverse patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.